Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2nd day after placement of the foley catheter, a double knot was formed on the catheter shaft in the bladder, making it impossible to remove. The patient was currently in the intensive care unit and was able to urinate but would attempt to remove the catheter in 1~2 weeks when the patient's condition calms down.

Event description:
It was reported that 2nd day after placement of the foley catheter, a double knot was formed on the catheter shaft in the bladder, making it impossible to remove. The patient was currently in the intensive care unit and was able to urinate but would attempt to remove the catheter in 1~2 weeks when the patient's condition calms down.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. Initial reporter complete facility name: (B)(6) medical center. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.